Event description:
Info received indicates the pump was set to run at 60 ml/hr and emptied completely. The bag contained 80 ml. The pump indicates only 48 ml was infused. Some formula remained in the tubing. Caller was advised to get a replacement pump.

Manufacturer narrative:
Pump was not returned.